Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the flow guard filter turned black. There was no serious patient harm or injury reported. The device was returned to the manufacturer for evaluation and the customer's complaint could not be confirmed. Visual inspection was performed on the device for air path foam degradation and there was no evidence of black foreign matter. The device was clean.